Event description:
It was reported that on two occasions the customer's insulin pump shut off power and could not be turned back on after a battery change and low battery alarm. Standard troubleshooting was performed. The customer's blood glucose level was 128 mg/dl at the time of the report. The product has been returned. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specification and no battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.